Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that they cannot get it adjusted. It was not doing anything to patient. Patient met with healthcare provider (hcp) and they done some ¿fooling¿ around and it shocked her once. The caller stated ¿they can¿t get it to go and had it on all the leads but patient did not feel it¿. Patient¿s symptoms were the same old thing. It would not take care of her overnight and she was up every hour. Patient did not feel stim while therapy was on. Patient was on program 3 at 5.2. Upon further clarification, it was determined that they tried to see if patient felt stim on each of the programs and patient did not feel stim on any of the programs. Patient was not instructed to keep a voiding diary. The caller stated the hcp told them they did not need to see patient again and patient did not know anything about it. Patient stated that when she first got the device in 2011, they told her they wanted her to feel stim in her big toe. It worked great and she felt stim in her big toe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.